Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial # (B)(4)). Stockert 70 system (model# m-5463-01 serial # (B)(4)). Coolflow pump (model# unknown serial # unknown). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white with a thermocool&#59411;smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The event occurred during the mapping phase. There was no transseptal puncture performed. The patient did receive anticoagulation during the procedure which was maintained above 300 seconds. Generator settings: power control mode 30 watts. Irrigation catheter flow 17 ml/min. Contact force 27 grams. There were no error messages observed on any biosense webster equipment during the procedure. The power was not titrated during ablation. The patient was reported to be in stable condition and was to be transferred to the ICU for observation following the procedure. The patient was reported to be in improved condition at the time of follow-up. The physician's opinion regarding the cause of this adverse event is that it was procedure-related and that the catheter perforated the myocardium due to excessive force.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/19/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.